Event description:
The customer reported that the system intermittently failed to display fluoroscopic exposures and exhibited intermittent functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. Onsite investigation included evaluation of the 5vdc power supply and high voltage cable connections. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.